Manufacturer narrative:
Pfs and medical records received. The patient alleges chronic pain, stiffness, lack of flexibility, mild paralysis on outer leg from knee down, problems standing and walking, falls, and use of a walker/cane. The head and liner are being reported for pain. After review of the medical records the patient had a poly liner implanted. There is no dor reported. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. The patient alleges chronic pain, stiffness, lack of flexibility, mild paralysis on outer leg from knee down, problems standing and walking, falls, and use of a walker/cane. The head and liner are being reported for pain. After review of the medical records the patient had a poly liner implanted. There is no dor reported. If we receive more medical records we will update as needed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.